Event description:
It was reported that the user experienced elevated blood glucose readings while using the ilet, with values of 220 mg/dl followed by 165 mg/dl and then 152 mg/dl, and the user had changed their personal target range; troubleshooting and education were completed, and the user was advised to discuss targets with their healthcare provider. Symptoms included no reported clinical symptoms. Outcomes included no alerts or alarms, no hospitalization, and no other clinical impact reported. Investigation included user coaching on appropriate target settings and confirmation that the device reported no alarms. Investigation of this case revealed no device malfunction or component failure, and user-selected settings were identified as a potential contributor to perceived hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.